Event description:
Itt was reported that the patient was transplanted on (B)(6) 2024

Manufacturer narrative:
Section d1: corrected. Section d4, catalog number, primary UDI number: corrected. No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is complete.

Manufacturer narrative:
Manufacturer's investigation conclusion: the reported outflow graft obstruction could not be confirmed through review of the submitted image. The report of low flow alarms was confirmed through review of the submitted log files; however, a specific cause for the low flow events and the outflow graft obstruction could not be conclusively determined through this evaluation. Review of the submitted log files revealed low flow events, two of which lasted long enough to trigger low flow alarms on (B)(6) 2024. Of note, pi was elevated during the low flow events. No other notable alarms or events were captured, and the pump appeared to operate as intended at the set speed. The relevant sections of the device history records were reviewed and showed no deviations from manufacturing or quality assurance specifications. The heartmate 3 lvas IFU and the heartmate 3 lvas patient handbook are currently available. Section 1 of the IFU, ¿introduction¿, lists potential adverse events that may be associated with the use of the heartmate 3 lvas. This section also addresses pump parameters, including pump flow. Section 4, ¿system monitor¿, describes the pump flow display and the hazard alarms. This IFU states that the low flow hazard alarm will be triggered when pump flow is less than 2.5 lpm and explains that changes in patient conditions can result in low flow. Section 5 entitled ¿surgical procedures¿ contains information regarding the preparation and attachment of the sealed outflow graft. This section instructs the user to verify that the graft is not twisted or kinked by checking the position of the black line on the graft above and below the bend relief and ensuring that the line is straight. This section warns that failure to connect the bend relief so that it is fully and evenly connected can allow kinking and abrasion of the graft, which may to serious adverse events such as low flow and/or bleeding. Furthermore, section 7 of the IFU, "alarms and troubleshooting", and section 5 of the patient handbook, "alarms and troubleshooting", address system alarm conditions as well as the appropriate actions associated with each condition. Section 8 of the patient handbook, ¿handling emergencies¿, also provides examples of emergencies and the proper actions to take in the event an emergency occurs. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is complete.

Event description:
It was reported that the patient was evaluated in the emergency department for having more frequent low flow alarms despite blood pressure being within range and being hydrated. Symptoms included dizziness and syncope with the low flow alarms. Laboratory values were drawn. The event log file was sent for review, capturing low flow alarm events on (B)(6) 2024. There were also several momentary low flow events. Some of these events were very brief and did not generate an alarm. Computed tomography angiography (cta) showed extrinsic outflow graft obstruction and outflow graft kink. The patient was undergoing transplant evaluation.